Event description:
The reporter indicated that when she got her surestep meter one year ago, she experienced er1. She retested with a new strip with more blood on it and blood glucose result was in the 170's.